Event description:
It was reported that the patient presented for a device change procedure. During the procedure, the pacemaker torque wrench would not fit and the set screw was unable to be turned. A foreign material was believed to be blocking the set screw opening. The pacemaker was explanted and replaced. There were no patient consequences reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown. The reported event will continue to be monitored and trended.